Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test, sleep current measurement, active current measurement and displacement test due to a constant blank flashing white light on the display and constantly beeping.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump display was flashing. The customer¿s blood glucose level was 80 mg/dl. The device will be returned for analysis.